Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's spouse reported via phone, customer was having issues with the insulin pump and has been experiencing high blood glucose in the 300 to 400 mg/dl range. Customer was hospitalized due to diabetic ketoacidosis. Customer was released, put back on the insulin pump, and his blood glucose went up again to 451 mg/dl. Treated with two manual injections and was coming down, 354 mg/dl. Customer's symptoms; nausea, vomiting, sweats, cold, exhausted, and looked sick. Customer was hospitalized and treated with an IV, insulin and saline drip, x-rays and blood work were done. Troubleshooting was performed. Drive support cap appeared normal and declined to check for leaks, air bubbles, and settings. Customer didn't have tubing clamp to perform high pressure test so one was sent. Customer's spouse called back to perform the high pressure test. Blood glucose was 220 mg/dl. The device failed the first time and when retested it passed. The device is not being returned for further analysis.